Event description:
As reported by reporter, during an angiographic procedure when a contrast media bag was spiked by the fluid delivery set, air entered the tubing and the spike head appeared to be broken. No air was injected and there was no pt injury. The used device has been returned for evaluation.

Manufacturer narrative:
Although the used device has been returned to the MFR, a failure analysis has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted.